Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the arm. For treatment, the parent changed out the pod and gave a manual injection.

Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly did not finds the soft cannula bent, kinked, or damaged. The downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. A single rotational sensor abnormality was observed in the data but the device quickly recovered and it did not replicate for the rest of the run. Additionally, investigation found an 0x9b alarm in the device data, indicating it has been more than 5 min after cgm deactivation without receiving pod deactivation command. Investigation of the device did not find any damages or abnormalities that could contribute to the observed hazard alarm. Therefore, a root cause could not be determined for the observed hazard alarm.